Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd spinal ¿ needle 26ga 3-1/2in broke during use. An incision and an ¿image enhancer¿ was used to remove a fragment of the broken needle. No further medical intervention was reported.

Manufacturer narrative:
Lot number 5240120 for (B)(4) was provided for evaluation by our quality engineer team. A production history review did not reveal any quality issues during the production nor assembly or the provided lot number that could have contributed to the reported incident. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #5240120 regarding item (B)(4). As no picture nor physical samples were available for return, a thorough sample investigation could not be completed. During the manufacturing process, regular inspections are performed to ensure that the product is within specifications. Based on the investigation results, an exact cause for the reported incident could not be determined. Repeated repositioning of the needle may increase the likelihood of needle breakage. The defect does not seem to be related to manufacturing process. This issue will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd spinal needle 26ga 3-1/2in broke during use. An incision and an ¿image enhancer¿ was used to remove a fragment of the broken needle. No further medical intervention was reported.

Manufacturer narrative:
Investigation summary: lot number 5240120 for product code 408380 was provided for evaluation by our quality engineer team. A production history review did not reveal any quality issues during the production nor assembly or the provided lot number that could have contributed to the reported incident. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #5240120 regarding item #408380. As no picture nor physical samples were available for return, a thorough sample investigation could not be completed. During the manufacturing process, regular inspections are performed to ensure that the product is within specifications. Based on the investigation results, an exact cause for the reported incident could not be determined. Repeated repositioning of the needle may increase the likelihood of needle breakage. The defect does not seem to be related to manufacturing process. This issue will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd spinal needle 26ga 3-1/2in broke during use. An incision and an ¿image enhancer¿ was used to remove a fragment of the broken needle. No further medical intervention was reported.